Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device noted that the one prong was broken, and was not returned with the device. The clip assembly was then actuated and deployed with two distinctive clicks heard but the clip assembly remained attached to the bushing. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2017. According to the complainant, during unpacking, one side of the clip detached. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event.